Manufacturer narrative:
Date of event, date of awareness used. Medical device lot for the second product is 6124833. Medical device expiration date for second product is 10/31/2017. Device manufacture date for second product 05/03/2016. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 125448 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had a low blood draw.